Event description:
The valve on the ultimum hemostasis introducer was defective and the device leaked.

Manufacturer narrative:
The reported event of leak could not be confirmed. The results of the investigation concluded that the hemostasis sheath passed pressure and aspiration leak testing with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown. The ultimum hemostasis introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. The ultimum hemostasis introducer sheath instructions for use (IFU) states that prior to proceeding, verify the hemostasis introducer is of proper size to allow passage of desired catheter or other medical device. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The ultimum hemostasis introducer sheath instruction for use (IFU) cautions that individual patient anatomy and physician technique may require procedural variations.

Event description:
No patient specific information has been provided by the hospital.

Event description:
The valve on the ultimum hemostasis introducer was defective during the procedure and the device leaked at the valve. Another ultimum hemostasis introducer was used. The procedure time was doubled.